Manufacturer narrative:
Territory manager (tm) reviewed log file and assessed that the system was operating at the allowable energy limits, and the lack of energy checks performed by the user caused the system to display the error message, after which the treatment was interrupted and required an energy check to continue. Tm communicated his assessment to the laser technician, who acknowledged that the recommended energy checks had not been performed prior to the case. Root cause was assessed to be user handling; specifically the user not having performed the recommended energy checks. (B)(4).

Event description:
Technician reported laser stopped during a procedure. Surgeon had released footswitch at 19% during treatment to re-align pupil for tracking. Case could not be resumed as a system energy error was received. Same case was reloaded and surgeon completed 80% of the treatment. Upon follow up, technician stated that the patient is doing fine and the surgeon does not have any concerns with the outcome.